Event description:
Allegedly, x-rays indicate that the expansion mechanism has been damaged.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. X-ray images reviewed.(B)(4)

Manufacturer narrative:
This is a reportable malfunction. The event code is addressed in the package insert. To date, no revision date has been provided. Although several attempts have been made, no medwatch 3500a has been received from the user facility.

Manufacturer narrative:
Listed the manufacutrer awareness date year as 2010 and it should have been 2011.